Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2018. Information contained in this report was previously submitted through psr on 01/22/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of " capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, pain, anxiety-product/procedure, edema.

Event description:
Patient initially reported "a right side exchange with no complaint against the device." Healthcare provider called to report "right side capsular contracture, baker grade "2-2.5". Patient called again and reported "right side rupture, is swollen, and hurts". Healthcare provider called to confirm rupture and also exchange from textured to smooth due to concern with the product. The device remains implanted.

Event description:
Device has been explanted and discarded.